Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: headless trocar drill pin, catalog#: 00590102000, lot #: ni. Complaint sample was evaluated and the reported event was confirmed. Two of the guide pin holes exhibit heavy galling inside that prevents a plug gauge from passing completely through. Wear marks are noted. Other dimensions taken are within spec. The combination or the two devices humeral stem cutting guide 42 degree and headless trocar drill pin 3.2 mm diameter 75 mm length has not been confirmed to be approved for use, however review of the components identified no issues that would have been created from the incompatibility. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has been returned for analysis, but the device evaluation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03033.

Event description:
It was reported that during a primary total shoulder arthroplasty, while pinning the guide to the proximal humerus, the pin became stuck in the guide and could not be removed. The guide and pin were removed together as one piece after completion of the case. There were no adverse events reported as a result of the malfunction, as the case was able to be successfully completed.